Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: a review of the pump alarm history showed a sudden voltage drop on (B)(6) 2019, an indication of short battery life. During investigation, the pump electrical current draws were tested and were out of specifications. The pump cover was removed and there was evidence of internal moisture found on the transceiver board and internal printed circuit board components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.